Event description:
A critically ill ICU patient's spo2 indicated 93% continuously over several minutes without varying (at least 7 minutes as noted on a print screen) when the arterial blood gases drawn during the same interval indicated the spo2 was only 71%. The physician and nurse state that the patient's skin color and appearance were indicative of a low spo2 rather than 93%. They mention that the spo2 appeared to be "locked" for a period of time at the 93% value. The spo2 sensor was moved around to different sites on the patient but values always remained at 93%. After this episode, the spo2 started varying again spontaneously. This event happened late at night and the next morning the monitor was removed and tested with an external simulator by technicians and appeared to be reading fine (i.e.simulator's spo2 lowered to 70 % & monitor displayed 72 %). No patient impact was reported.